Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the system and bed intra-operative table motion (iotm) issue and got a universal surgical manipulator (usm) 1 message when using iotm. This could be usm 1 drifting during iotm for an unknown reason. Logs did show a log iotm signal strength, while on the phone and after asking the site to pull the drape off the bed up off the floor a little, the signal strength went up some. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.